Event description:
It was reported that the patient had reprogramming of their implantable neurostimulator on (B)(6) 2012. The patient received suboptimal symptom control when programmed to c+1, but that was the only electrode combination that did not have high impedances (greater than 4000 ohms). The patient also had premature battery depletion of their ins. On (B)(6) 2012, the patient had lead and battery replacement surgery. If additional information becomes available, a follow-up report will be sent. Reference MFR. Report # 3004209178-2012-05467 for subsequent ins issues.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted:; product typ lead; product ID neu_unknown_lead lot# serial# implanted: explanted:; product typ lead; product ID 3093-28 lot# v391769 serial# implanted: (B)(6) 2010 explanted:; product typ lead; product ID 3037 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).